Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime/a33, and excessive no delivery test. The insulin pump was received with cracked case at the display window corner, a broken reservoir tube lip, it was missing a reservoir tube o-ring, minor scratches on the lcd window, cracked lcd window and cracked battery tube threads.

Event description:
It was reported that the customer's insulin pump was damaged. The thread that holds the reservoir was stripped and was not working. The customer's blood glucose level was not reported. He/she was hospitalized on (B)(6) 2015 for his/her low blood glucose level. The customer was not wearing his/her insulin pump at the time of hospitalization. He/she was advised to disconnect from the insulin pump and revert to a back up plan. The product was not returned. Nothing further to report.

Manufacturer narrative:
Additional information was received, which was not included with the initial medwatch report. The information has been received with this report. The insulin pump was inspected and the reservoir tube lip was completely broken off. We were unable to perform further testing due to this damage.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.